Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition of faulty air in line sensor was reproduced during evaluation as air in line alarms. The device was found out of specification in relation to the customer reported issue. A review of the event history log identified multiple 'air in line!' Alarms. The cause was determined to be a failed ultrasonic sensor. The ultrasonic sensor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a faulty air in line sensor. There was no known patient injury or medical intervention associated with this event. No additional information is available.